Event description:
It was reported by repair work order that the jack would not pump up due to the broken pump tube weldment. No adverse consequence or clinically relevant delay in treatment was reported.